Event description:
Patient was revised to address pain. An MRI revealed a pseudotumor. Update rec'd 3/28/2014- litigation alleges the patient suffers from pain, swelling, inflammation, metallosis, pseudotumors and infection. We are reporting the head and liner only for metal on metal. If we receive medical records confirming infection, we will update the complaint at that time. Update rec'd 7/25/2014- pfs and medical records received. Part/lot was provided. A correct doi and dor were given. After review of the medical records the patient was revised on (B)(6) 2013 for a believed infection. During the (B)(6) 2013 revision no infection was found, but a malpositioned cup was found. There was no mention of metallosis in the revision note. On (B)(6) 2013 the patient was taken back to surgery as the cultures taken on (B)(6) 2013 now showed a deep/chronic infection. All implants were removed on (B)(6) 2013 and spacers were placed. The cup, liner, and head implanted on (B)(6) 2013 are not being reported for infection as the (B)(6) 2013 confirmed this was a confirmed infection on (B)(6) 2013. The stem implanted on 7/11/2005 is being reported for infection as this complaint is legal and infection was alleged. It should be noted the patient was reimplanted with non-depuy products on 8/7/2013. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/14/2014.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.